Manufacturer narrative:
Subject device is not available for return.

Event description:
During the procedure, resistance was encountered during advancement and manipulation of the guidewire. It was reported the device folded on itself, kinked then broke at the distal section due to the patient's tortuous anatomy. The proximal fragment was captured with a stent retriever and removed from the patient.

Manufacturer narrative:
This report is to inform of a duplicate submission. The event reported under this MFR report# 3008880413-2018-00058 was previously reported to the manufacturer and submitted to the FDA under MFR report# 3008880413-2018-00057. The manufacturer's investigation of the event is in progress and a final submission will be filed upon completion under MFR report# 3008880413-2018-00057. There will be no further follow up or submission under this MFR report #.

Event description:
During the procedure, resistance was encountered during advancement and manipulation of the guidewire. It was reported the device folded on itself, kinked then broke at the distal section due to the patient's tortuous anatomy. The proximal fragment was captured with a stentretriever and removed from the patient.